Manufacturer narrative:
(B)(4). The third-party service agent evaluated the customer¿s device and verified the reported issue. Physio-control provided the third-party service agent with technical assistance. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer¿s device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control sent the third party service agent a power supply assembly to repair the customer's device. Once proper device operation is observed through functional and performance testing, the device will be returned to the customer. The device and removed power supply assembly were not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer¿s device would not power on using ac or dc power. There was no patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their customer¿s device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).